Manufacturer narrative:
Block h11 device code a020503 was used to capture the reportable event of compromised seal packaging. Block h11 the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of packaging seal compromised was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific that a lithovue elite flexscope was used on (B)(6) 2026 for a laser lithotripsy procedure. During the procedure, although there was no reported malfunction with the functionality of the scope, it was already contaminated upon opening the package. A different type of scope was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific that a lithovue elite flexscope was used on (B)(6) 2026 for a laser lithotripsy procedure. During the procedure, although there was no reported malfunction with the functionality of the scope, it was already contaminated upon opening the package. A different type of scope was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h11, device code a1802 was used to capture the reportable event of compromised seal packaging.